Manufacturer narrative:
Analysis of the leads (lot# unknown) found environmentally assisted degradation of the insulation at the proximal end of the lead. Analysis also found that the outer insulation of the lead was {broken//torn} under the distal end of the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: correction to fdm, fdr, fdc codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 377745, lot# n0034882, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare provider (hcp) had difficulty connecting components intra-op. There were difficulties inserting the leads or extension into the ins header block and they were unable to be fully inserted. It was later clarified that previously implanted leads would not go into the new extensions. It was reported that damage was caused to a product during surgery. It was noted that impedances were off. The hcp was moving the pocket today because the patient lost a significant amount of weight. During the procedure, the hcp decided to replace the old leads with new ones that would fit in the extension header. The new leads fit perfectly with the extension. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 377760, product type: lead. Product ID: 377760, product type: lead. Product ID: neu_siliconeanchor, product type: accessory.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that during a pocket revision once the tail of the lead would not go all the way back into the head of the extension. There was no old extension, just old octad leads that would not fit properly into the extension head. The surgeon made the determination to replace the leads. The tail of the new leads fit perfectly into the extension head and impedances were all within range. The patient was programmed and has been seen at follow up and is happy. Additional information was received from the rep on (B)(6) 2017. Two leads and an anchor were returned for analysis. No further complications were reported/are anticipated.